Event description:
Hamilton medical ag received the following event description : patient aspirated blood back into unit through flow sensor tubing.

Manufacturer narrative:
In the log files of the device no failure was recorded. All internal components that were visually contaminated were replaced. Service software was performed. Further information has been requested from the hospital. Patient outcome is still unknown.